Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's charger started melting when plugged in to the wall to charge. A replacement charger was delivered to address the issue. The patient was not harmed in any way by the event.